Manufacturer narrative:
Additional data: d.10., h.3., h.6. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, missing. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening. A piece of the shell is missing the assessment is inconclusive.

Event description:
Explanting surgeon reports "implant was ruptured with capsular tissue, grade unknown.". This device relates to the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Explanting surgeon reports "implant was ruptured with capsular tissue, grade unknown.". This device relates to the left side. Device was explanted.